Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was to be implanted in a patient for the endovascular treatment of a pre-ruptured unknown size abdominal aortic aneurysm. It was reported that the during the index procedure, difficulties to deploy the stent graft limb was encountered. It was stated that the trigger failed during the procedure and the delivery system was then removed from the patient. A new endurant limb was then implanted successfully. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine